Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not available for reporting. This report is for one, unknown 4.5mm cortex screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Therapy date: the specific date of implant is unknown and was reported as approximately 10 years prior to the date of this report. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent revision surgery with partial hardware removal on (B)(6) 2016 due to pain. Ten (10) years ago the patient had a tibial osteotomy during which time, an unknown four (4) hole, 110 degree stainless steel (ss) blade plate and four (4) unknown 4.5mm cortex screws were implanted to treat a varus deformity with bone on bone disease medially. On (B)(6) 2016, part of the four (4) hole, 110 degree ss blade plate and one (1) 4.5mm cortex screws were removed because of pain. The patient underwent a total knee replacement, while the remainder of the plate and the remaining three (3) 4.5mm cortex screws were left implanted. The surgeon chose to cut the plate at the base of the blade to avoid a stress rise and the use of a long stem. Fragments were generated as a result of cutting the plate, but easily retrieved. The procedure was completed successfully without delay. The patient's postoperative status was reportedly good. This report is for one, unknown 4.5mm cortex screw. This report is 2 of 2 for (B)(4).